Manufacturer narrative:
This is a duplicate report of 1818910-2025-02890. 1818910-2025-03089 is being retracted as it is a report duplication. 1818910-2025-02890 will be kept for investigation purposes.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported 4 instruments have taken out of production due to not been able to clean them. Debris continues to come out from behind the 4 balls. After the instrument have been through the cleaning process there is still debris behind the four small balls in the head of the instrument.